Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to a magnetic resonance imaging (MRI) exam, there was high pacing lead impedance noted on the left ventricular (lv) lead. No intervention was performed to address the lead, and the patient was stable with no consequences.